Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a (B)(6) male patient via v-p shunt on (B)(6) 2021 with setting 3. Around (B)(6) 2021, the patient had a headache, and x-ray examination confirmed ventricular enlargement. So the set pressure was changed from setting 3 to 2. However, the ventricles did not shrink. On (B)(6)2022, the patient had a headache. A patency check was performed, but no obstruction was found. On (B)(6) 2022, valve obstruction was suspected and the valve was removed and replaced.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828805) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; the needle guard was raised and a needle holes in the top and the bottom of the needle chamber were noted. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The root cause for the raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, as shown in the investigation no occlusion issues were noted.